Manufacturer narrative:
Failure analysis noted that the pump had blank display and constant tone due to moisture damage on the electronic assembly. Moisture damage was noted in the motor assembly. They were unable to verify the watchdog timeout alarm due to the blank display. They were unable to verify the bolus history anomaly due to blank display. There was no vibration bussing noted. There was no vibrating or constant tone. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that she jumped in the pool with her pump and the pump is now buzzing and there was visible fluid in the pump. The pump alarmed watchdog timeout. The customer was unable to press any buttons because the pump did not stop buzzing. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.